Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated knob actuator in lower housing. Replaced module key lock label and left/right iui. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the knob actuator assembly. A review of the device history record showed the device had a manufacture date of 16 feb 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. The knob does not engage the split nut. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The knob does not engage the split nut. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The knob does not engage the split nut. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken or damaged. The knob does not engage the split nut. No additional information was provided. There was no patient involvement.